Manufacturer narrative:
Follow up report - problem statement: the customer reported the ventilator was not able to boot up due to air valve liftoff failure. Device evaluation: the manufacturer¿s field service engineer (fse) evaluated the unit while onsite and confirmed the reported problem. The fse reported review of the device diagnostic log indicated an air valve liftoff failure during power on self test.

Event description:
The customer reported the ventilator cannot boot up. The customer reported there was no patient involvement.

Manufacturer narrative:
.